Manufacturer narrative:
Additional information: h11: the device was received for evaluation. Flow rate accuracy testing was performed, and the flow rates were found to be within the product specification range. A review of the event history log showed that a propofol infusion was programmed several days before the event date at a concentration of 1000 mg/100 ml, with a dose of 200 mg/h and a volume to be infused of 80 ml. Several boluses were programmed, and the pump alarmed several times because the infusion parameters were incomplete on a bolus. Three upstream occlusion alarms occurred on the event date, and no air in line or downstream occlusion alarms occurred. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had under infusion issue. Per nurse, that propofol was rising in the fentanyl tubing, even though both infusions were in progress. The propofol drip corresponded to the pump flow rate, while the fentanyl did not appear to be infused at the drip chamber. The fentanyl tubing had 45 cm of propofol in the tubing. This occurred during infusion . There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.